Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was use error - more than 1 bag on heater pan. The label review found the labeling adequate for the use error in this complaint.

Event description:
The customer contacted baxter's technical service center regarding a check supply line (csl) alarm, which occurred on the homechoice (hc) during use, during prime. The hp stated solution came out of the patient line. The tsr asked the hp if she had a bag on top of the heater bag and the hp stated yes. The tsr explained the heater bag should be the only bag on the heater and explained why the solution came out of the patient line. The tsr recommended that the hp clean up the solution that came out of the patient line. The hp stated she did and the hp stated the patient line primed and the hc primed completely. The tsr assisted with troubleshooting and the hc was operational. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient on (B)(6) 2011 and she was able to resume therapy that day after adding on an additional bag. The supplies primed okay after adding on the bag to the unused supply line. Solution leak out of the patient line because she had stacked two bags on top of another, but she now knew not to do that again. Since then she has been resuming therapy successfully. There was patient involvement, but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed if any additional information becomes available.